Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported intermittent readings. No consequences or impact to patient was reported.

Event description:
The customer reported intermittent readings. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). (Model #) was updated from "3637" to "23858". Occupation was updated from "nurse" to "administrator/supervisor". Device MFR date was updated from "02/26/2018" to "02/11/2017".